Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer failure. A field service engineer checked and replaced inseparable latch in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system reported drawer failure.the user confirmed that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this event.